Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant, the patient presented for device interrogation. It was noted that pacing on the atrial lead showed a wide qrs complex. An x-ray was performed which revealed that the atrial lead had dislodged into the right ventricle. The lead was revised on (B)(6) 2020, and the patient was in stable condition.